Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was vibrating without any alarm. Customer cannot recall their blood glucose reading. Troubleshooting was performed. Customer insulin pump was exposed to moisture at the lake. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on electronics. We were unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had corroded motor home switch. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked case.